Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported that during an open total gastrectomy, the device could not be fired and no staples were deployed. The device was used between the esophagus and the stomach. The red safety was released properly. Another device was used to complete the case. There were no adverse consequences to the patient.